Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 1 patient sample on a cobas 8000 c 701 module. The initial result was 7.1 mg/dl. The repeated result was 9.0 mg/dl. The results were reported outside of the laboratory. The reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The field service representative found the rinse levels for the cuvettes were slightly overflowing and needed to be adjusted. He adjusted the rinse volumes and performed mechanism checks, which appeared to resolve the issue. The investigation determined the service actions resolved the issue.